Event description:
During an acl (anterior cruciate ligament) reconstruction using a pin, passing, drill tip 2.4x381mm, strl, it was reported that the tip broke while passing through the distal femur. The broken piece remains deeply embedded in the patient¿s bone. There were no patient injuries or complications reported.

Manufacturer narrative:
Date of event corrected to (B)(6) 2014. (B)(4).

Manufacturer narrative:
Device evaluation: one 2.4 x 381 mm drill tipped passing pin was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The distal tip/drill head has broken from the shaft. The shaft is bent 45 degree roughly mid-point of its length. The shaft is scored at several places along its length. The information for use under precautions states: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure.¿ a review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).